Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer was experiencing unexplained low glucose for the past five days. Troubleshooting was performed. The events leading to her admission was falling and head injury. The customer's most recent glucose reading was 378mg/dl. Reviewed the programming and found that the battery was removed and the settings were cleared. The customer stated that she does not feel comfortable and requested a replacement of the insulin pump. No further info was provided.